Manufacturer narrative:
Product 419488 lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report the device was beeping. Follow up confirmed the device did not beep. However, it was noted the patient had couple of revision and admission to the hospital. The patient had cellulitis/redness at the device implant site and was given antibiotics. More than a week later, the patient received a pocket revision for the cellulitis/redness. Four days later, the patient was admitted for a week due to hematoma. It was noted the patient has a bleeding issue. The pocket was incised, and the blood was drained. Six days later, the patient was admitted to the hospital again for hematoma. This time the patient was monitored and discharged shortly after. The device remains in use. No further patient complications have been reported as a result of this event.